Manufacturer narrative:
As reported by our affiliate, when the doctor tried to put in this product as the 3rd coil in the pt, it was difficult to put in the coil at aneurysm. The doctor tried to change to a smaller coil. When he took out the 637hf0308 coil, the coil immediately was stretched without strong strength. The product was used in pt and was returned for testing and evaluation. There was no reported pt injury. Clinical impression: during the coiling of an aneurysm, the physician attempted to place a third coil. It proved difficult, so the physician tried to remove it to attempt to place a smaller coil. While trying to remove the coil, it stretched. There was no injury to the pt. The product was returned for analysis. There is no additional info regarding pt, lesion or procedural characteristics regarding this event. With the info available, it is not possible to determine the relationship between the device and the event. Additional info: device and lot history review record review: this is the first of this type received for this sterile lot number to date. Eval conclusion: the cause of the coil stretching during the procedure could not be determined. Coil stretching may occur during positioning, repositioning or retrieval of the coil. The IFU states that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship between the delivery tube and the embolic coil exists during retraction. Otherwise the embolic coil has been stretched, which could lead to premature detachment. If a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and replaced. Action taken: no corrective action will be taken; the exact cause for the reported difficulty could not be determined. Complaints of this type are monitored at cnv's monthly meetings.

Event description:
The coil stretched.